Event description:
It was reported that the pt was unable to adjust her stimulation. The pt programmer displayed the "call your doctor" icon. This was a power on reset condition. Further info is being requested from the hcp.

Manufacturer narrative:
.